Event description:
It was reported during the implant procedure of this pacemaker system, a right ventricular (rv) lead perforation was confirmed resulting in a pericardial effusion with 600 ml of fluid drawn off. During the procedure, blood pressure was not able to be monitored and the patient required intubation and cardiopulmonary resuscitation. Due to the patient's condition, the physician opted to remove the entire system and the patient was admitted to the intensive care unit with a temporary pacemaker. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
Amendment: this event is no longer reportable since this right atrial (ra) lead was an attempted implant. No allegations or malfunctions have been reported against this device. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported during the implant procedure of this pacemaker system, a right ventricular (rv) lead perforation was confirmed resulting in a pericardial effusion with 600 ml of fluid drawn off. During the procedure, blood pressure was not able to be monitored and the patient required intubation and cardiopulmonary resuscitation. Due to the patient's condition, the physician opted to remove the entire system and the patient was admitted to the intensive care unit with a temporary pacemaker. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
Amendment: this event is no longer reportable since this right atrial (ra) lead was an attempted implant. No allegations or malfunctions have been reported against this device.

Event description:
It was reported during the implant procedure of this pacemaker system, a right ventricular (rv) lead perforation was confirmed resulting in a pericardial effusion with 600 ml of fluid drawn off. During the procedure, blood pressure was not able to be monitored and the patient required intubation and cardiopulmonary resuscitation. Due to the patient's condition, the physician opted to remove the entire system and the patient was admitted to the intensive care unit with a temporary pacemaker. No additional adverse patient effects were reported. This product has been received for analysis.

Event description:
It was reported during the implant procedure of this pacemaker system, a right ventricular (rv) lead perforation was confirmed resulting in a pericardial effusion with 600 ml of fluid drawn off. During the procedure, blood pressure was not able to be monitored and the patient required intubation and cardiopulmonary resuscitation. Due to the patient's condition, the physician opted to remove the entire system and the patient was admitted to the intensive care unit with a temporary pacemaker. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.